Event description:
The system was removed due to infection at the abdominal incision site. The patient stayed in the hospital for 10 days; was discharged to a nursing home; and was treated with "vanc" IV there. The pump managing physician's office did not know how the patient was doing because he had not been back to their clinic since (B) (6) 2009; he did not keep his post-op appointment. It was noted that the only phone call regarding the admission, surgery, and discharge was from his nursing home requesting instructions as to when patient could resume his coumadin therapy. It was not planned to implant another device. The pump contained baclofen 500 mcg/ml delivered at 74.95 mcg/day.

Manufacturer narrative:
(B) (4).